Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg tilted in the pocket and was not pairing properly. The patient underwent an ipg explant procedure and the explanted ipg will not be returned as it was discarded by the medical facility.